Event description:
It was reported that the device was used during a hernia repair procedure. It was reported by the affiliate that the device jammed after the first firing. There was no pt consequence.

Manufacturer narrative:
Facility experienced an event with endopath* endoscopic multifeed stapler while perorming a hernia repair. The product complaint analysis team has completed its investigation of the device which was returned to co with product inquiry # 974373. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: head rotates, yes; nose shroud cracked/broken, yes; staples in nose, yes(2); staples in track, yes(16) and trigger engaged with precock, yes. Functional tests & results: cylced instrument, yes. Analysis conclusion: based upon the inquiry info received, visual examination and functional test performed, it was concluded that the reported "device jammed after the first firing" was due to a separated nose weld and a missing lifter spring which would not allow the staples to properly feed or form upon delivery. This situation may have resulted in the two staples jammed in the nose upon receipt of the instrument. The missing lifter spring is a result of assembly error. Co reviews each incidence as it occurs in an effort to continuoulsy improve the products and processes.